Event description:
Affiliate reports that fluid did not flow through the distal catheter into the abdomen and a revision was required.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Histrorically, for complaints of this nature, examinations of the valves have revealed the accumlations of biological debris within the valves whcih have resulted in lockages accumulations of biological debris within the valves which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to sock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise. The complaint is considered to be closed at this time.